Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for her son via phone call that he was hospitalized due high blood glucose on (B)(6) 2017 at 4 pm with blood glucose of over 400 mg/dl, patient's current blood glucose : 400 mg/dl. Customer had his pump take off when he got admitted in the hospital they been giving him manual injected novolog and lantus. The customer experienced symptoms such as chest pain. Customer not able to contact their healthcare professional regarding the high blood glucose level as office has been closed all weekend. The customer was wearing the insulin pump during the hospitalization. Customer is being release today and the doctor wants customer to be wearing pump when he gets release. The insulin pump will not be returned for analysis.